Event description:
(B)(6) was assisting patient with breast pump set up. Pump initially wasn't suctioning, as the lactation counselor was troubleshooting and replacing the pump on the breast, the pump shut off but appeared to go into high suction mode and this caused pain to patient. The power was off but remained engaged. Employee had to manually break suction to disconnect from patient with her finger. No injury upon visual inspection. Without placed w/o (B)(4) and removed from service.